Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient underwent a revision surgery due to glenoid component loosening, secondary to antero superior escape, 5 years after primary surgery. (B)(4)."